Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient suffered a splenic infarct. The patient also suffers from sever chronic obstructive pulmonary disease (copd). The patient is being monitored for their condition.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The evaluation of the pump did not confirm a device related issue that could be correlated to the report of splenic infarct and chronic obstructive pulmonary disease (copd). The patient remained ongoing on pump support with no further issues until receiving a pump exchange on (B)(6) 2014. The pump was returned and evaluated under MFR's medwatch # 2916596-2014-02242. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.